Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited faster than expected battery depletion as it was programmed to high output. This device was explanted and will be returned back to the laboratory. No additional adverse patient effects were reported.